Event description:
When attempting to prime this primary set tubing with a 1 liter IV bag of 0.9% sodium chloride (normal saline), the tubing would not prime (no fluid would run through the entire course of the tubing). At least 5 sets of this tubing (all with the same lot #) have been affected. Our materials management department is aware and has sequestered the affected lot#.